Manufacturer narrative:
Correction to g.3 aware date of supplemental medwatch #1. Aware date should have been listed as 24/jul/2024. Additional, changed, and/or corrected data: b.5, d.6b, h.6.

Event description:
Patient represenative reported "patient, deeply shaken and anxious about the risks to her health" and "emotional discomfort". The device was explanted.

Event description:
Healthcare professional reported right side calcification, "mixed inflammatory infiltrate", "smaller on right". Device remains implanted.

Manufacturer narrative:
Continued: e1- phone number: (B)(6). The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: seroma-late.

Event description:
.Healthcare professional reported right side calcification, "mixed inflammatory infiltrate", "smaller on right". Per ultrasound, puncture of previous peri-implant seroma on the right. The device remains implanted.